Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump monitored for several days. The insulin pump received with normal operating currents. No unexpected battery out limit noted. Unit received with minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call no delivery alarm. Customer's blood glucose level was 229 mg/dl. Customer's mother advised during the prime process they received a no delivery alarm. Troubleshooting for the no delivery alarm during manual prime was performed. Customer was advised to replace plunger and manually push it slowly while keeping the reservoir straight. Customer advised the insulin did not exit. Customer was advised to rewind the device, place reservoir in the device and run manual prime. Customer advised there was no alarm for no delivery during manual prime and that the reservoir change resolved the issue. Customer was advised that a replacement reservoir would be sent out and they agreed to return the product for further analysis.